Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion- breakage') in a 49-year-old female patient who had essure (batch no. 641422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iron deficiency, melena, peptic ulcer and umbilical hernia. Concurrent conditions included polyp of corpus uteri, asthma, cervical spondylosis, chest pain, essential hypertension, fecal incontinence, hyperlipemia, hypertension, lumbar disc herniation, lumbar spondylosis, breast mass, morbid obesity, neck pain, hand pain, pain in hip, sleep apnea, shortness of breath, stress incontinence, urge incontinence, vitamin d deficiency, vulval pruritus, endometriosis, diabetes, uterine bleeding and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"), genital haemorrhage ("gen abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, breakage/expulsion. Per fu: 04-feb-2020: plaintiff did not undergo essure confirmation test (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: results: bilateral occlusion. Lot number: 641422 manufacturing date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion- breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal"), genital haemorrhage ("gen abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain,breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 26-dec-2018: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion- breakage') in a 49-year-old female patient who had essure (batch no. 641422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iron deficiency, melena, peptic ulcer and umbilical hernia. Concurrent conditions included polyp of corpus uteri, asthma, cervical spondylosis, chest pain, essential hypertension, fecal incontinence, hyperlipemia, hypertension, lumbar disc herniation, lumbar spondylosis, breast mass, morbid obesity, neck pain, hand pain, pain in hip, sleep apnea, shortness of breath, stress incontinence, urge incontinence, vitamin d deficiency, vulval pruritus, endometriosis, diabetes, uterine bleeding and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"), genital haemorrhage ("gen abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, breakage/expulsion. Per fu: (B)(6) 2020: plaintiff did not undergo essure confirmation test (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received. Events"abnormal bleeding (vaginal, menorrhagia), depression and mental anguish were added. Essure lot number was added. Reporter was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion- breakage') in a 49-year-old female patient who had essure (batch no. 641422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, iron deficiency, melena, peptic ulcer and umbilical hernia. Concurrent conditions included polyp of corpus uteri, asthma, cervical spondylosis, chest pain, essential hypertension, fecal incontinence, hyperlipemia, hypertension, lumbar disc herniation, lumbar spondylosis, breast mass, morbid obesity, neck pain, hand pain, pain in hip, sleep apnea, shortness of breath, stress incontinence, urge incontinence, vitamin d deficiency, vulval pruritus, endometriosis, diabetes, uterine bleeding and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"), genital haemorrhage ("gen abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, breakage/expulsion. Per fu: (B)(6) 2020: plaintiff did not undergo essure confirmation test (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: results: bilateral occlusion. Lot number: 641422, manufacturing date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion- breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal"), genital haemorrhage ("gen abnorm. Bleed"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain,breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Case become valid and incident. Injury nos replaced with new events. Reporter's information was added. Date of removal was added. Added event pelvic/abdominal, gen abnorm. Bleed, breakage,psych injury,bladder/urinary problems. Updated outcome of events pain, bleeding, bladder/urinary. Lab data was added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.